Event description:
The customer contact reported a tubing separation; subsequently, a leak of a chemotherapeutic agent was noted. The tubing set was being used to deliver an unspecified concentration of 5fu. After an unspecified length of time in use, the homecare patient contacted the user facility and reported that the "tubing is pulling apart by the filter area" and an unspecified amount of the 5fu leaked. It was reported that a nurse from the user facility went to the patient's home and the spill was cleaned up according to the user facility's protocol. The solution container and tubing set were replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.